Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported a minimum fill notification was received. Reportedly, the customer believed the cartridge may have been loaded without the minimum amount of insulin required as the cartridge had been loaded with approximately 100 units of insulin. A new cartridge was loaded resolving the minimum fill issue. There was no reported adverse impact to the customer's blood glucose level.